Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a cp pump support placed for the cardiogenic shock patient. The cp was placed in the community and was then transferred to tertiary center and escalated to the 5.5 pump. The team observed thrombus at the explant and later limb fasciotomy was performed to the limb the cp had been placed. The patient survived the harm and remains on the 5.5 pump support.